Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the instrument noted no abnormalities. No single use loading unit (sulu) was received. A test loading unit was loaded into the returned instrument for functional testing. The device and loaded unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a lower rectal resection the device had a poor staple formation it was unable to form a b-shape and incomplete anastomosis due incomplete staple line in the proximal end. Another stapler was used to resolve the issue. There was no patient injury.